Event description:
The manufacturer received information on this event through the persist study registry. On (B)(6) 2017, a patient received a perceval pvs25 to replace the native valve (stenotic, bicuspid type I). At discharge from the hospital, a mean gradient of 12mmhg and moderate perivalvular leak (2/4+) were recorded. The perivalvular leak remained moderate in (B)(6) 2017 and (B)(6) 2017, and the mean gradient recorded was 9mmhg and 15mmhg, respectively. The manufacturer was informed that on (B)(6) 2020 a serious adverse event occurred, classified as non-structural device dysfunction/severe perivalvular leak requiring re-intervention. The surgery is reportedly planned in (B)(6) 2020.

Manufacturer narrative:
Fields updated: b4, b5, d10, f7. The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The perceval pvs25 sn (B)(6) was returned to the manufacturer and it was received on (B)(6)2020 . Further investigation is ongoing and a follow up report will be provided upon completion of the investigation.

Event description:
The manufacturer received information on this event through the persist study registry. On (B)(6)2017 , a patient received a perceval pvs25 to replace the native valve (stenotic, bicuspid type I). At discharge from the hospital, a mean gradient of 12mmhg and moderate perivalvular leak (2/4+) were recorded. The perivalvular leak remained moderate in (B)(6)2017 and (B)(6)2017 , and the mean gradient recorded was 9mmhg and 15mmhg, respectively. The manufacturer was informed that on (B)(6)2020 a serious adverse event occurred, classified as non-structural device dysfunction/severe perivalvular leak requiring re-intervention. The re-do surgery was performed on (B)(6)2020 . At the time of the re-intervention, the surgeon reported that the device was normal and well-positioned. The perceval pvs25 was explanted and replaced with a trifecta 21mm implanted intra-annularly. A good outcome after surgery is reported. The patient was sent to a rehabilitation center from (B)(6)2020 and was discharged on (B)(6)2020 in view of the good clinical, biological and echographic evolution.

Event description:
The manufacturer received information on this event through the persist study registry. On (B)(6) 2017, a patient received a perceval pvs25 to replace the native valve (stenotic, bicuspid type I). At discharge from the hospital, a mean gradient of 12mmhg and moderate perivalvular leak (2/4+) were recorded. The perivalvular leak remained moderate in (B)(6)2017 and (B)(6) 2017, and the mean gradient recorded was 9mmhg and 15mmhg, respectively. The manufacturer was informed that on (B)(6) 2020 a serious adverse event occurred, classified as non-structural device dysfunction/severe perivalvular leak requiring re-intervention. The re-do surgery was performed on 10 mar 2020. The perceval pvs25 was replaced with a trifecta 21mm. A good outcome after surgery is reported (subject survived).

Event description:
The manufacturer received information on this event through the persist study registry. On (B)(6) 2017, a patient received a perceval pvs25 to replace the native valve (stenotic, bicuspid type I). At discharge from the hospital, a mean gradient of 12mmhg and moderate perivalvular leak (2/4+) were recorded. The perivalvular leak remained moderate in (B)(6) 2017, and the mean gradient recorded was 9mmhg and 15mmhg, respectively. The manufacturer was informed that on (B)(6) 2020 a serious adverse event occurred, classified as non-structural device dysfunction/severe perivalvular leak requiring re-intervention. The re-do surgery was performed on (B)(6) 2020. At the time of the re-intervention, the surgeon reported that the device was normal and well-positioned. The perceval pvs25 was explanted and replaced with a trifecta 21mm implanted intra-annularly. A good outcome after surgery is reported. The patient left the ICU on (B)(6) 2020, in view of the good clinical evolution, and was discharged to a rehabilitation center on (B)(6) 2020 with no complication and good tte results.

Manufacturer narrative:
The visual inspection performed on the returned prosthesis confirmed that the valve is compliant with criteria required at the time of manufacturing and release (absence of pre-existing defects). A deformation was noted at the level of the inflow ring, which can be reasonably considered as a result of the implant. The pericardium on the leaflets appears thickened. Pannus deposition is identified over the entire circumference of the inflow, on a sinusoidal strut and on part of the outflow of the valve. A slight mark is detected on the skirt under the 1st cusp near the seam. A fold on the 3rd leaflet is visible from the inflow side. No traces of calcification on the leaflets as confirmed also by the x-ray inspection. Based on the performed analysis, it is not possible to provide a final judgment on the device. Considering that a moderate perivalvular leak (2/4+) was present since the hospital discharge, and that remained stable at the subsequent follow ups, the explant can be considered secondary to worsening of a condition present at the time of implant, rather than to a late inception of a dysfunction of the device. Ultimately, a definitive root cause cannot be established. Nevertheless, it should be noted that the perceval IFU includes the following contra-indication 'use of the perceval s prosthesis is contra-indicated in the following cases: subjects with congenital bicuspid aortic valve'. As such, the decision to implant this perceval s valve in a patient with a bicuspid valve type I did not follow the indication provided in the product IFU.